Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. It was received all intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "no disposable" and "high pressure" alarm messages. To further investigate, a functional test was performed. The customer complaint was confirmed. The pump was found to be "double beeping" during the investigation due to fluid ingression found on pump by the chassis base of the downstream occlusion sensor. It was determined to be user induced. The downstream sensor will be replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device kept beeping/alerting alarm. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.